Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Abigail had a "check IV set" alarms on lvp8100 failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I advised abigail to check pressure sensors and replace it as needed. I offered to step through analog sensor test with her. But she did not have alaris system maintenance software available at the time. She just took my instruction how to verify a defective pressure sensor. I gave abigail pressure sensor part number. If confirmed it is pressure sensor issue, abigail will replace pressure sensor. If she still have any issue, she will call me back.